Manufacturer narrative:
The product involved with this complaint has been requested to be returned to animas for product analysis. At the time of this report the device has not been returned. If and when the product is returned to animas, product analysis will evaluate it and a follow up report will be submitted pertaining to this event.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging an issue with the buttons on their device. This complaint is being reported because it could not be solved at the time of troubleshooting. There is nothing to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 04/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2017 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was intact with no evidence of peeling or damage and all the keys were responsive to user presses. The keypad was removed and there was contamination found under the key contacts. The pump was opened and there was no evidence of moisture corrosion near the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.